Event description:
Dealer states the actuator is lifting fine but when it comes down, it starts smooth, but then it drops about 1/2 inch, then continues smoothly again. No further information provided.